Event description:
At time of follow up, it was observed that the femoral head appeared to be articulating with the shell. At time of surgery it was noted that the poly liner had dissociated from the shell and that the head was articulating with the shell. As a result black metal debris was noted in the soft tissue.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided photography and patient x-ray by depuy commercialized product development confirms the reported disassociation of the liner and subsequent edge loading of the acetabular cup by the femoral head. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.